Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The target lesion was pre-dilated with another manufacturers balloon. This 20mm x 3.25mm maverick 2 monorail balloon was used to post-dilate the lesion and it ruptured upon the 1st inflation at 12atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).